Event description:
After completing an lsh procedure using the plasmasord device, the surgeon noticed a semi-circle burn on the lower side of the incision, approximately 1-2 mm in width from the edge of the incision. The burn was slight in nature. Tissue was charred. The attending surgeon resected the charred tissue, stitched the incision, and applied tissue adhesive. Our (B)(4) manager who was at the procedure, spoke with the surgeon, who thought that it was caused by the resident as the resident withdrew the cutting forceps from the trocar site. The surgeon was not overtly concerned with the burn. The pt was discharged later in the afternoon and was doing well.

Manufacturer narrative:
The device has been discarded by the facility. As a result, a determination cannot be made. If further info becomes available, gyrus (B)(4) will continue the investigation and update the agency accordingly.